Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Nurse in the cvicu, called into emergency support program line to request support with a fiber optic sensor failure. Esp team verified she had attempted to unplug the fiber optic cable and plug it in without success. Esp team confirmed denise had transduced the inner lumen, and the pump had an arterial waveform and pressures. Esp team collected product surveillance information. Denise and esp team discussed proper line maintenance.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer on (B)(6) 2025 via the emergency support program line that the intra-aortic balloon (iab) sensation plus 50cc experienced a fiber optic waveform accuracy issue. No patient harm or injury was reported.